Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-9561-35s univers revers modular glenoid system, central screw, and an ar-9560-24-2 arthrex univers revers modular glenoid system modulas baseplate disassociated during final tightening in the glenoid. This was discovered during a tsa procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, the hexes edges of the arthrex® univers revers¿ modular glenoid system modulas baseplate 24 mm +2 lat were stripped. Functional testing was not performed due to the damage to the device. Per modular baseplate assembly, combine the modular central screw or post with the modular baseplate component. These components mate via a taper connection. There is a hex tip that must be aligned between the components in order for the taper to engage. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion with the ar-9561-35s returned.